Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the inlet tubing became disconnected from the centrifugal pump. The product was not changed out. There was no delay to the surgery, and the surgery was completed successfully. There was no pt involvement.

Manufacturer narrative:
Terumo received the actual device, and upon eval of the device, the complaint was not confirmed. Performance tests revealed that the pump and tubing detached within specifications. Customer error may have caused the event. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending and f/u. (B)(4).